Event description:
A new alarm has malfunctioned within minutes of operation. I placed it on my son and within 30 minutes, he removed the alarm and set it aside. The device was extremely hot and untouchable. I tried to power it off by removing batteries, but too hot to touch. Finally, it stopped on its own after the batteries somehow self-destructed within the device. This could have had a harmful effect if my son were not able to remove it on time. This device is not non-operational and damaged by the malfunction.